Event description:
It was reported that during the procedure, the needles would not deploy properly. A new handpiece was used to complete the treatment. There was no injury to the patient.

Manufacturer narrative:
Final device analysis revealed a reliability non-conformance. The posts on the needle blocks broke off causing them to fall to retract. The needles were out 5mm and the left one was bent. The scope would not insert until the handpiece was taken apart and the front stop had damage caused by the scope being forced. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure (2008).